Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that on (B)(6) 2021, the patient's infusion set's tubing detached/broken at site connector. At the time of the event, her blood glucose level was 157 mg/dl and the infusion set had been used for six hours. This issue occurred with two infusion sets. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.